Manufacturer narrative:
Insulin pump passed functional testing including the rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and displacement test. Several a47 alarms were found in the alarm history file. Insulin pump was able to download properly to carelink pro. Corrupted history files. Cracked case at display window corners, reservoir tube, reservoir tube lip, battery tube threads and scratched display window noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the insulin pump alarmed multiple times due to the insulin pump not having a battery inside for a period of time ranging from 1 to 3 weeks. Blood glucose reading was 60 mg/dl. The reporter mentioned a hospitalization due to diabetic ketoacidosis. Reporter was wearing the insulin pump at the time of the hospitalization. Health care professional mentioned that the reporter has other health issues aside from diabetes. The reporter will not be using the insulin pump anymore due to a decision made by health care professional. Nothing further reported.